Manufacturer narrative:
The devilbiss 5 liter oxygen concentrator, model 525ds, intended for use as an oxygen concentrator to provide supplemental low flow oxygen therapy in the home, nursing home, patient care facilities, etc. Essential performance of the oxygen concentrator is to deliver a continuous flow of oxygen enriched gas. Visual and audible alarms indicate that the device is not meeting specification or a failure has been detected. The 525ds model has a power failure alarm compliant to (B)(4) and (B)(4), as stated in the product technical specification document (ref. (B)(4)). When there is a power supply failure, a slow beeping auditory alarm signal activates after a short delay. The alarm continues for a minimum of 120 seconds ((B)(4)). There is no visual indicator for this alarm. The power failure alarm is powered by an internal power source. The alarm condition is cleared when the power switch is turned off or power is restored to the concentrator. Audible alert tone specifications: single 4khz pulse. Pulse duration is 250ms. Interburst interval increases over time. Max sound pressure level >= 62 dba at 1 meter from the unit. The alarm pressure level for this device is defined as 62 dba as stated in the record of risk management documents (ref. 525 series oxygen concentrator record of risk management activities). The sound pressure level is based on ambient conditions of use, the sound level of the concentrator and proximity of the user to the device. Epa states that sound levels of 45 decibels are associated with indoor residential areas, hospitals and schools and that 45 decibels indoors is identified as preventing activity interference and annoyance. The sound generated by this model, 525ds, is around 55dba. The instruction for use indicate that the unit is to be positioned in the room where the patient spends most of their time. However, periodically the concentrator may be in a different room than the patient or caregiver so the alarm sound level is loud enough to hear from a distance. The unit was not returned for further evaluation. Devilbiss is not able to confirm the complaint.

Event description:
Devilbiss is the manufacturer of 5 liter oxygen concentrator. Aerocare, us distributor, sent a manufacturer's notice of incident on (B)(6) 2019. Devilbiss received the complaint on may 31, 2019. Summary of incident: "family requested information on the loudness of the concentrator alarm during power failure. Wife advised the patient was found deceased in floor. She states the alarm should be loud enough to wake her up during a power failure." Unit was not returned for further evaluation.

Manufacturer narrative:
The devilbiss 5 liter oxygen concentrator, model 525ds, intended for use as an oxygen concentrator to provide supplemental low flow oxygen therapy in the home, nursing home, patient care facilities, etc. Essential performance of the oxygen concentrator is to deliver a continuous flow of oxygen enriched gas. Visual and audible alarms indicate that the device is not meeting specification or a failure has been detected. The 525ds model has a power failure alarm compliant to iso 80601-2-69 and iec 60601-1-8, as stated in the product technical specification document ((B)(4)). When there is a power supply failure, a slow beeping auditory alarm signal activates after a short delay. The alarm continues for a minimum of 120 seconds (iec 60601-1-8). There is no visual indicator for this alarm. The power failure alarm is powered by an internal power source. The alarm condition is cleared when the power switch is turned off, or power is restored to the concentrator. Audible alert tone specifications: single 4khz pulse. Pulse duration is 250ms. Interburst interval increases over time. Max sound pressure level >= 62 dba at 1 meter from the unit. The alarm pressure level for this device is defined as 62 dba as stated in the record of risk management documents (ref. (B)(4) series oxygen concentrator record of risk management activities). The sound pressure level is based on ambient conditions of use, the sound level of the concentrator and proximity of the user to the device. Epa states that sound levels of 45 decibels are associated with indoor residential areas, hospitals and schools and that 45 decibels indoors is identified as preventing activity interference and annoyance. The sound generated by this model, 525ds, is around 55dba. The instruction for use indicate that the unit is to be positioned in the room where the patient spends most of their time. However, periodically the concentrator may be in a different room than the patient or caregiver so the alarm sound level is loud enough to hear from a distance. The unit was not returned for further evaluation. Devilbiss is not able to confirm the complaint.

Event description:
Devil biss is the manufacturer of 5 liter oxygen concentrator. Aerocare , us distributor, sent a manufacturer's notice of incident on may 21, 2019; (B)(6) 2019. Devilbiss received the complaint on may 31, 2019. Summary of incident: "family requested information on the loudness of the concentrator alarm during power failure. Wife advised the patient was found deceased in floor. She states the alarm should be loud enough to wake her up during a power failure." Unit was not returned for further evaluation.